Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion seal. Functional testing found a defective latch lock flex sensor. A review of the event history log revealed a 'cassette locked but not latched' high priority alarm. The device then passed all functional tests after the repairs were done. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette latch not is detecting. There was no patient involvement, the event occurred during testing.